Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. No sticky button noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer's mother reported via phone call customer experienced keypad anomaly. It was reported that the act button was sticking customer's blood glucose was 118 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.